Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, the patient presented with a broken screw which was confirmed by MRI. A revision surgery was done with partial extraction of the broken screw, part of the screw remains in the patient. No additional complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the crown of the screw is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at 20 mm from the neck (inside the pedicle). The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. A portion of the broken section is worn due to repeated contact with the two broken parts of the mas. No defect was found at the level of the starting point and over the section. The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. X-ray review show sequentially l2-l3-l4-l5. The right l5 screw appears broken 6 threads vertical to the tulip. No evidence of interbody fusion or posteriolateral fusion is apparent. High grade spinal stenosis is apparent post operatively at l4/5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.